Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) level observed via continuous glucose monitor (cgm) data on (B)(6) 2018 was 62 mg/dl. Cgm alert 3 (cgm glucose reading below user¿s threshold) was annunciated. Cartridge change sequence was completed on (B)(6) 2018. All boluses delivered by the user were delivered via quick bolus without entering carbohydrate gram values or current blood glucose level while still having insulin on board (iob). If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 30 mg/dl and the cause was not known. Emergency medical technicians fed the customer a glucose tablet. The customer felt better and declined to be transported to the hospital. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.